Event description:
It was reported that the patient presented to clinic for follow-up. Upon interrogation, the atrial lead exhibited noise causing auto mode switch episodes. Isometrics and pocket manipulation were unable to reproduce the noise. All electrical measurements were stable and in range. No intervention was performed and the patient would continue to be monitored. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).